Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation could not confirm or reproduce an under infusion. A flow rate test was performed per the spectrum preventive maintenance procedure with the unit passing. Additional flow rate tests were also completed with the device performing within specification. The reported parameters are unclear and no clarification could be obtained from the customer; additionally, no device malfunction could be identified.

Event description:
It was reported that a device under infused tpn to a pt. The device was programmed to deliver "25 ml, in 4 hours 50 ml, in 4 more hours 75 ml" and only delivered "25 ml, ran for 8 hours 200 ml." It was also reported that there was no pt injury. No additional information could be obtained.